Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Additional product code: gff gfa hsz. Occupation: reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that all of the drill bits are dull. It was unknown if there was any procedure involved. There were no patient consequences are reported. No further information is available. This complaint involves ten (10) devices. This report is for (1)2.0mm drill bit/qc/100mm. This report is 1 of 10 for (B)(4). Related product complaint: (B)(4).